Manufacturer narrative:
It was reported that a d series light head allegedly detached from the spring arm. While field service technician (sfst) was onsite he discovered that the screws backed out. The screws were retightened and the light returned to full use. Screws can back out over time without preventative maintenance and due to age. Further iinvestigation was performed and it was determined that the light has exceeded its expected lifetime. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that a d series light head allegedly detached from the spring arm. There was no patient involvement, injury or adverse consequence reported.